Event description:
It was reported that the patient underwent a revision surgery to have the rod removed and replaced.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent spinal surgery using a rod and screw system. Approximately six months after implant it was noted that one of the rods was broken. No further details provided. No patient complications were reported.